Event description:
It was reported that a user of the ilet experienced elevated glucose levels after breakfast and a supply change, with continued glucose rise despite making two additional meal announcements; the user observed nothing abnormal during the supply change and suspected body hair interference. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and education with review of available data. Investigation of this case revealed no confirmed device malfunction or component failure, and no abnormal findings were identified during user checks. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.